Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine insulin flow blocked alarm events on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024. The blockage was in the tubing as the insulin exited greater than the normal resistance with plunger push. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(6). Patient country: united states.